Event description:
The customer reported obtaining false high patient results for glucose (glu), lipase (lip), and magnesium (mg) involving the au680 clinical chemistry analyzer. The customer repeated the sample and obtained a result considered correct by the customer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the analyzer and observed that the diluted tank was filled with water only. Upon further inspection of analyzer found that the tubing between the diluent detergent tank and the detergent supply pump was defective. The fse replaced the tubing to resolve the issue. The fse performed system verification successfully without further issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).